Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively.

Event description:
Related manufacturer reference# 3006705815-2020-01348. It was reported the patient is experienced rhythmic jerking of the left leg in post-op after the trial implant. As a result, the physician explanted both trial leads. The issue was resolved with lead removal.